Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was sitting at home on the couch waiting for his wife to get home for dinner. The patient reported feeling no symptoms at this time. However, when his wife got home, she found the patient unconsciousness. The patient¿s wife called 911. When the paramedics arrived, they performed cardiopulmonary resuscitation (CPR) as the patient was not breathing. Once the patient was breathing again, they took a bg via fingerstick, and it was 13 mg/dl. The cgm was reading 117 mg/dl at this time. The patient was given ¿3 bags of glucose¿ while being transported to the hospital. During the transport, several other bg fingerstick readings were taken: bg fingerstick of 50 mg/dl, cgm of 142 mg/dl and bg fingerstick of 60 mg/dl, cgm 101 mg/dl. Patient regained consciousness later that evening while at the hospital. The patient was discharged home three days later. The patient was stable at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.